Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional procedure for peripheral arterial occlusive disease (paod). Reportedly, there was no pulsatile flow from the marker port even after several adjustments. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for evaluation. The returned condition confirmed the reported event of no pulsatile flow from the marker port. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated nonconforming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of no pulsatile flow from the marker port reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.